Event description:
It was reported, the shockpulse lihrotripsy system stopped working; the device looks as if it still has the ultrasonic transducer connected, i.e. The power button does not flash, it does not respond to any of the buttons when the probe is connected, it cannot be started. The issue occurred at the start of a therapeutic procedure when the device was turned on. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section b5 for updated event description obtained via follow up and d4 (model) was updated from spl-sr to spl-g. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found corroded connector; traces of water noted on cable control board. Due to damage on harness, the harness is not connected with the pcb connector securely. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corroded connector and damaged harness, cable on control board (traces of water). Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device stopped working; the device looks as if it still has the ultrasonic transducer connected, i.e. The power button does not flash, it does not respond to any of the buttons when the probe is connected, it cannot be started. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and to provide the results of the legal manufacturer's final investigation. Corrected fields: h6. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corroded connector and cable on control board (traces of water), transducer light ring does not start blinking and the led (light emitting diode) on the control panel does not light up. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.